Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected with juvéderm¿ voluma¿ with lidocaine. Approximately four to five months post injection, hcp suspected delated onset granuloma. Biopsy was not provided. Patient recently received the covid-19 vaccine. Hcp treated patient with hyaluronidase.

Manufacturer narrative:
Correction: a review of the device history record could not be performed as the lot number of the affected device was not provided.

Event description:
Healthcare professional (hcp) reported that a patient was injected with juvéderm¿ voluma¿ with lidocaine. Approximately four to five months post injection, hcp suspected delated onset granuloma. Biopsy was not provided. Patient recently received the covid-19 vaccine. Hcp treated patient with hyaluronidase.